Manufacturer narrative:
The device was received by (B)(4) and it is currently being sent to (B)(4) for investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device triggered an alarm and restarted unexpectedly at the distributor's facility. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The reported complaint of the unit restarting due to patient cough was confirmed. The investigation determined that there was no fault found with the returned device. The reported behavior of the device restarting after an overpressure event was triggered as designed and the device was functioning to specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).